Event description:
It was reported that the patient experienced blood loss or hemorrhage. A 5.0 x 120, 135cm mustang was selected for vascular case in the right brachial artery. During the procedure, the balloon catheter was introduced through a non-bsc introducer sheath. While insertion was successful, removal of the balloon after it was used was difficult. It required significant force, and which resulted in stretching of the sheath and then the balloon snapped inside the sheaths hub. The sheath had to be removed, and manual pressure was applied to the brachial artery for remainder of case to complete the procedure femorally. Consequently, the patient experienced blood loss or hemorrhage due to this event. The procedure was completed using an alternate method. No further complications were reported, and the patient is expected to fully recover.